Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: runthrough. The tenku rx balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and g5/PMA/510k# of this medwatch correspond to the device currently marketed for sale in the us. Unique device identifier (UDI): (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, 90% in-stent restenosed lesion in the distal right coronary artery (drca). The tenku 3.0 x 12 mm balloon catheter was inflated for the first time at 6 atmospheres and the balloon ruptured. The tenku was replaced with a non-abbott 3.5 x 10 mm balloon catheter. There were no adverse patent effects and no clinically significant delay in the procedure. The device was properly prepped prior to use. There was no resistance upon advancement or upon removal of the device from the patient. There was no resistance when the protective sheath was removed. No additional information was provided.